Event description:
Glaucoma valves defective. Required removal of the implant which caused increased surgery time due to implant insertion, having to remove it due to defect and then prbloem occurred in 2002 -tubing would not seat snugly into plate- and then again in 2003 -the connector between the two plates was torn on what would be the crossbar on an "h"-.